Manufacturer narrative:
The production of lofric origo tiemann is a complex procedure where two different plastic materials are merged. It's not possible to have the ridge ending up in an exact position due to two completely different material properties (of tube and funnel). To ensure a proper and safe insertion of the tiemann catheter tip, the instruction for use (IFU) clearly states that the user must align the angle of the bent catheter with the ridge on the funnel before insertion. The IFU for lofric origo tiemann explains, both with text and image, that the user shall "individually inspect and align the indicator". Wellspect's clinical nurse team have informed us that ic users normally compensate for a misalignment of the indicator and that the curve of the bent tip is what will steer how to insert the catheter (rather than relying only on the ridge on the funnel). The lofric origo user in the current situation could potentially have missed following the outlined instructions to ensure that the bent tip was inserted in the correct angle. He experienced bleeding, which sometimes happen when passing by the prostate in older men since an enlarged prostate becomes more easily bleeding. We do not consider the current situation to be caused by a faulty product, rather it's an effect of the behavior when inserting the catheter with a bent tip.

Event description:
A 73-year-old man has been using lofric origo with tiemann (coude) tip due to problems with urinary retention (neurogenic bladder) as well as enlarged prostate. The user experienced blood in the urine and on the tip of the catheter after use. He sought medical attention and had a urine culture done to determine the bacteria count. To treat a urinary tract infection (uti), he was prescribed antibiotics 3 times daily for 14 days. In addition, he will take low dose antibiotic 1 times daily indefinitely to further reduce risks of uti's. No other testing, procedures, or treatments were performed. According to the patient the harm is related due to misalignment between the catheter bent tip and the indicator on the catheter funnel which has scored his urethra and let to uti.